Manufacturer narrative:
Investigation summary: the returned step drill is regarded to be the subject product. Review of the DHR revealed no discrepancies. Material properties are within specified tolerances. Thus, we exclude deviations in material and manufacturing. The device was documented as faultless prior to distribution and as it had been in use for a longer time (manufactured in 2009) we pre-suppose that it had fulfilled its tasks in former surgeries as intended without problems reported. The received lag screw step drill shows intense traces of frequent use. The tip (1st step) of the stepdrill is broken off completely at the level of the transition to the 2nd step. The breakage surface shows signs of a forced brittle fracture, no plastic deformation is found. Appearance of the breakage surface as well as the presence of secondary fractures indicate that the device broke spontaneously in a forced brittle manner due to overload caused by a combination of high torsional and bending stresses whilst having significant contact with a hard / metal object (e.g. Screw hole of the nail, guide wire) during operating the device by a power tool. Significant damage found at the secondary cutting edges reveal that the drill came in contact with a hard object / nail during drilling. The cutting edges are in very bad condition, they are significantly damaged. The drill is not sharp anymore. In addition the circumstance that cannulation is clogged completely by cancellous bone suggests that step drill potentially had been used without the mandatory k-wire. It cannot be excluded that the cutting edges of the item returned had been damaged during former surgeries, but the damage should then have been detected during inspection prior to surgery and another device would have been used. Reasons for metal contact during drilling are various. Potential causes could be e.g., loosening of the nail holding bolt during insertion of the nail, not realized unintended loosening of the attachment knob (will lead to release of the drill sleeve), drilling without drill guiding sleeve, using blunt or damaged drill, high forces applied to the target device during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, target device and nail, guide wire not removed prior to drilling, originally deflected k-wire. Based on the above facts the root cause of the reported event is not related to a deficiency of the device but is rather related to improper handling by the user and has to be classified as misuse. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The pharmacist and risk manager at the hospital, reported the following event: "fracture of the device during a medical procedure at the joint of the tight threading - large threading. Delay of 45 minutes to remove the broken fragment. Additional joint injury for the patient."

Event description:
The pharmacist and risk manager at the hospital, reported the following event :"fracture of the device during a medical procedure at the joint of the tight threading - large threading. Delay of 45 minutes to remove the broken fragment. Additional joint injury for the patient."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.